Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving baclofen 2000 mcg/ml at 1032 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a critical alarm occurred, which was confirmed by telemetry. It was confirmed a low battery rest, safe state and elective replacement indicator (eri) alarms occurred. There were no patient symptoms reported. Pump explant was discussed. Further information was received that in attempt to resolve the alarm the pump was reprogrammed, but the issue recurred shortly after the pump was reprogrammed. The patient never experienced any symptoms, so the entire pump system was explanted on (B)(6) 2016. The patient chose to not have the pump system replaced. The patient did not experience any withdrawal. It was noted the alarm for safe state was still going off following explant. It was discussed that the alarm could not be disabled, but the alarm interval could be extended.

Manufacturer narrative:
Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 8637-40 found battery high resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.